Manufacturer narrative:
For the reported malfunction, the return of the sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avfm08060 vascular covered stent allegedly experienced a misfire. The information was received from one source. One patient was involved with no reported patient consequence. The patient is male, (B)(6) years old, and weighs (B)(6) kgs.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported misfire. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avfm08060 vascular covered stent allegedly experienced a misfire. The information was received from one source. One patient was involved with no reported patient consequence. The patient is male, 69 years old, and weighs 73 kgs.